Manufacturer narrative:
Section a patient information and section e initial reporter cannot be provided due to japanese privacy regulations. Section e. Japan medtronic personnel reported event to manufacturer on behalf of the customer. H3: medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the medtronic service engineer. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use this 980 ventilator alarmed and ventilation stopped. The patient was removed from the ventilator and placed on an alternate ventilator with no injury reported. Although the customer reported that the ventilator "stopped ventilation", a review of the ventilator logs show that there was not a loss of ventilation but the device entered into backup ventilation (buv).

Manufacturer narrative:
Section d9 was updated due to device evaluation section h6 evaluation codes updated due to device evaluation: method code - remove b17 and add b01 result code - remove c20 and add c13 conclusion code - remove d15 and add d02 component code - remove g07003 and add g07001 h3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that during use this 980 ventilator alarmed and ventilation stopped. Although the customer reported that the ventilator "stopped ventilation", a review of the ventilator logs show that there was not a loss of ventilation but the device entered into backup ventilation (buv). The device was available for evaluation. The service personnel (sp) inspected the ventilator and confirmed that the unit entered into backup ventilation from code "mix oxygen flow sensor reading out of range (oor)" and replaced the breath delivery (bd) flow sensor for oxygen, oxygen proportional solenoid (psol) and mix controller printed circuit board assembly (pcba) . Additionally, sp replaced the main backplane pcba due to loose connection part and oxygen sensor was replaced under preventive maintenance (pm). The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. The cause of the event was isolated in the field to a potential fault in bd flow sensor for oxygen and/or oxygen psol and/or mix controller pcba. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.